Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
Material no. 367324. Batch no. 9156649. It was reported that during use of the bd vacutainer® push button blood collection set the needle cover was not attached and the needle did not retract, a needle stick occurred to the health care professional. The following information was provided by the initial reporter: ¿I was drawing blood on a patient ¿ the nurse was holding his arm and his mother was holding him in his lap. I successfully got the blood and retracted the needle with the safety device. The nurse then left while I held pressure on the hole. My butterfly needle and the blood were on the table beside me. I grabbed the syringe and needle and felt a sharp pain in my right thumb. I noticed the needle did not retract all the way. A little bit of it was sticking out. My gloves filled with blood."

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367324, batch no. 9156649. It was reported that during use of the bd vacutainer® push button blood collection set the needle cover was not attached and the needle did not retract, a needle stick occurred to the healthcare professional. The following information was provided by the initial reporter: ¿I was drawing blood on a patient ¿ the nurse was holding his arm and his mother was holding him in his lap. I successfully got the blood and retracted the needle with the safety device. The nurse then left while I held pressure on the hole. My butterfly needle and the blood were on the table beside me. I grabbed the syringe and needle and felt a sharp pain in my right thumb. I noticed the needle did not retract all the way. A little bit of it was sticking out. My gloves filled with blood."